Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The weld on the handle of the device fractured, rendering the device inoperable. All pieces were returned. The device was manufactured in 2017 and exhibits signs of extensive wear / usage. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A probable cause for this event is likely fatigue loading of the weld joint caused by repeated impacts. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The weld on the handle of the device fractured, rendering the device inoperable. All pieces were returned. The device was manufactured in 2017 and exhibits signs of extensive wear usage. This failure was likely due to fatigue loading of the weld joint caused by repeated impacts. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery both instruments broke while impacting the r3 liner. The end of the handle of the impactor broke in the patient, but no pieces come apart and were all recovered. There was a backup device available. There were no delays in the procedure and no patient injuries reported.